Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringes stopper is deformed. The following information was provided by the initial reporter: syringe stopper deformity.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes stopper is deformed. The following information was provided by the initial reporter: syringe stopper deformity.